Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 5 cementless cr femur; cat# unknown; lot# unknown. Size 4 tritanium baseplate; cat# unknown; lot# unknown. Symmetric tritanium patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient presented with symptoms of an acute-infection, dr...revised the [right] tka to an articulating-antibiotic-spacer. Patients original tka took place 'some time ago, no other info was made available." A size 5 cr femoral component, size 4 tritanium baseplate, 4x9 cr insert, and symmetric tritanium patella were explanted. Rep confirmed that no further information will be released by the hospital or surgeon.